Manufacturer narrative:
The device was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records revealed no anomalies. The instructions for use that company the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin, particularly (B)(6)."

Event description:
It was reported to medtronic neurosurgery that after the device was implanted, the patient got a serious infection and high fever. The patient is a (B)(6) female. After the doctor explanted out the device the patient still had an infection.